Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support and during the implant, the patient went into ventricular fibrillation (vf). Additionally, the patient was noted to not have distal pulses in their feet while on support. The cp was explanted and replaced with an impella 5.5. The patient survived the event.

Manufacturer narrative:
The investigation for the reported limb ischemia and arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and arrhythmia could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email.